Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the cylinders were replaced. Upon explant, a crack was found in the tubing connecting the pump and cylinders. There were no patient complications.